Event description:
An olympus field service engineer (fse) was dispatched to perform an on-site visit. During troubleshooting, the fse discovered leakage from the a2 connector. The fse completed the repair, and the device was verified according to OEM instructions. Fse confirmed the procedure by using the repair checklist that was attached to the service request. Software attributes were verified and confirmed. The equipment passed the electrical safety test, and results were attached to the service request. An electrical safety check was not required due to no panels were removed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: b5. H3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the connecting tube cannot be connected due to loosened a2 connector, stress to a2 connector toward loosening direction was accumulated, which made the connector deteriorated over time and loosened. The event can be detected and prevented by handling the device in accordance with the following instructions for use: "chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment." Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation on site, the endoscope reprocessor exhibited the connecting tube could not be connected to the channel connector in the reprocessing basin. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.